Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the reservoir lip ring was damage. The customer¿s blood glucose was unknown at the time of incident. The customer also had a problem with the disc where there reservoir goes into the pump. The insulin pump will not be return for analysis.